Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned for this complaint. The main coil was found kinked and severely stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and observed that the zap tip had a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the main coil that could be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specification. However, there were missing distal and proximal fiber bundles, due to stretched coil condition.

Event description:
Reportable based on device analysis completed on 16sep2021. It was reported that the coil was not smooth and difficult to deploy. The target lesion was located in the iliac artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil was not smooth and difficult to deploy. The procedure was completed with another device. There were no complications reported and patient was stable. However, device analysis revealed that the interlocking arm was detached, and fiber bundles were missing.